Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in a moderately tortuous vessel. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the first ivus was completed without any issues. However, after the stent placement, the lap joint separation was noted while being checked for tension outside the patient. The procedure was completed using another of the same device. No patient injuries were reported.